Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of 338 (mg/dl). Reportedly, customer is on vacation and forgot to pack extra pump supplies. Contact reported that the elevated bg level was caused by stress with trying to coordinate the acquisition of supplies prior to the next required supply change. Contact reported that pump and supplies were functioning as intended, and indicated that they now have backup insulin therapy to manage diabetes after the next required supply change.